Event description:
It was reported that the nurse initiated for removal of device, and allegedly unable to expel balloon fill volume via port. Decision was made to cut off port as close to drainage lumen as possible, in hopes of releasing valve and expulsion fill solution; the desired result was not achieved. Supposedly, there were no other foreseeable options available to deflate balloon. Foley was then removed with balloon inflated, causing trauma to patient and experienced bleeding, pain and stress.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. Based on evaluation, sample was returned with balloon slightly inflated. Deflated the catheter and unable to retrieve the water from the sac. Dissected the catheter and observed collapse inflation lumen due to poor inflation coverage. However, the exact cause on how and when problem occurred could not be determined. The potential root cause of this reported event could be operator error on catheter dipping or user mishandling during used. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. For pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. For urological use only. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the nurse initiated for removal of device, and allegedly unable to expel balloon fill volume via port. Decision was made to cut off port as close to drainage lumen as possible, in hopes of releasing valve and expulsion fill solution; the desired result was not achieved. Supposedly, there were no other foreseeable options available to deflate balloon. Foley was then removed with balloon inflated, causing trauma to patient and experienced bleeding, pain and stress.